Event description:
Boston scientific received information that the patient reported hearing tones from the device. Upon further evaluation it was discovered that the patient was wearing a magnetic name tag on the same side of their body as the implanted device. Technical services (ts) advised that the magnetic name tag be moved to the other side of the patient's shirt or to request a name tag with a pin. Ts discussed that a magnet near the device, disables tachycardia therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.